Event description:
As reported by our european affiliate, during a transfemoral tavr procedure, the physician experienced some resistance when inserting the commander delivery system through the esheath. Per report, the esheath had been inserted in the correct way. The valve implantation was able to be done with no problems, however, as the esheath was pulled out, bleeding at the femoral vessel occurred and a rupture of the femoral artery at the level of puncture was seen. The esheath was observed to have split in the seam. The vessel was surgically repaired and the patient was noted to be doing fine. The patient¿s minimum luminal diameter (mld) was not provided, however, the patient was noted to have had mild-moderate calcification and mild tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary[ written by edwards lifesciences vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was returned to edwards for evaluation. During visual inspection minor damage was observed on the distal tip, minor scratching was observed on the sheath shaft, and a liner tear was observed along the entire length of the sheath. The liner did, however, expand as designed. During dimensional analysis the wall thickness of the liner along the tear was measured and was found to be within specification. Esheath is a single use device that cannot undergo functional testing of the shaft once fully expanded. Due to the condition of the returned device (expanded, torn liner), no relevant testing was possible. The complaint for liner tear was confirmed, however no manufacturing non-conformances were identified as the liner thickness measurements met specification. The liner was confirmed to expand/unfold as designed. The available information, reported mild to moderate degree of calcification and mild tortuosity, observation of minor scratches along the sheath shaft, support that it is likely that patient factors contributed to the noted liner tear. Calcification (noted as mild to moderate in the complaint report) can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during the retrieval of the esheath, especially in a region where the anatomy is tortuous (the complaint noted mild vessel tortuosity). Non-axial alignment during retrieval is a procedural factor that could also potentially contribute to this issue. In addition, per report, during removal of the sheath the femoral artery ruptured. There is no evidence that an issue with the sheath shaft or liner caused the rupture observed during the procedure. No sharp edges or relevant damage was able to be confirmed. It should be noted that on the manufacturing floor, all sheaths undergo 100% inspection for defects per the manufacturing procedures. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the liner tear. No manufacturing non-conformities or IFU/training inadequacies were identified. Review of complaint history for (B)(4) 2015 revealed that the occurrence rates did not exceed the control limits. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
Model number 9610es16 is not sold or distributed in the u.s by edwards; however it is considered the same as the esheath model 916es23, which is FDA approved and commercially distributed in the u.s. Investigation is ongoing.